Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the right plunger case cracked and bottom case damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, flow and occlusion testing were performed. The customer's reported problem was confirmed. Investigator's replaced the pump clutch half's left and right with leadscrew and spring and that cleared up the problem. The problem source of the reported problem is normal wear (pump is 11 years old).

Event description:
Information was received that during testing of this smiths medical medfusion 3500 pump, the pump experienced clutch failure. No patient involvement reported.